Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Device passed all functional tests. No repair needed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Service recommended a full standard preventive maintenance including calibration. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the upstream sensor of a smiths medical cadd solis vip pump was not working. No adverse effects were reported.